Event description:
The customer contacted physio-control to report a non critical issue. Upon physio-control evaluation the device failed to power up. There was no patient use associated with the reported event.

Manufacturer narrative:
A review of the attached technical service report indicates that the awareness date of the critical failure was 07/18/2019. Section g4 read 07/11/2019. Section g4 should read 07/18/2019.

Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non critical issue. Upon physio-control evaluation the device failed to power up. There was no patient use associated with the reported event.